Event description:
Consumer complaint of erratic blood glucose results. Testing performed and results of 47mg/dl and 140 mg/dl. Expected fasting blood glucose test result range is 120 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/24/2017 and open vial date is month of (B)(6) 2015. Recall test results performed from meter memory: 146mg/dl; (B)(6) 2015; 05:23pm; fasting: no, 195mg/dl; (B)(6) 2015; 05:34pm; fasting: no, 47mg/dl;(B)(6) 2015; 04:30am; fasting: yes, 69mg/dl; (B)(6) 2015; 08:42pm; fasting: no, 86mg/dl; (B)(6) 2015; 04:00pm; fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.